Manufacturer narrative:
Test procedure followed: qara 146, revision: f. Mfg specifications tested to (if not clearly established in test procedure): visual. The returned blood pump rotor was visually inspected and confirmed that both of the springs on the rotor were broken. Upon disassembly of the rotor it was noticed that one of the springs were broke in three pieces, the other one was broken in two pieces. The affected component was not returned for investigation. Therefore, a determination as to its failure mode could not be performed. This issue will continue to be trended as part of the gambro healthcare corrective action system and the management review team. Any further investigations, analysis, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. See far #960018.

Event description:
During a dialysis treatment, the facility's staff noticed that the blood pump had stopped pulling blood. The treatment was discontinued and blood loss was estimated at 250cc. There was no pt injury or medical intervention.